Manufacturer narrative:
The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer visera elite ii video system center had a front panel malfunction during a total laparoscopic hysterectomy, ¿the front panel is blinking and after sometimes totally got off and later got on.¿ the doctor completed the surgery using the same equipment. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced. However, the reported event was determined to have likely occurred due to a faulty receptacle unit and printed circuit (dp/cp) boards, rusted wire, and dust. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.